Manufacturer narrative:
Based on the results of the investigation, it is likely that the following led to the malfunction: although a definitive root cause could not be confirmed, the most probable reason for the unit failing the leak test was expected or random component failure without any design or manufacturing issues contributing to the problem. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device failed the leak test. There was no patient involvement.